Event description:
It was reported that the implantable pacemaker was repositioned due to device migrated to the armpit. This device remains in service. No additional adverse patient effects were reported.